Event description:
A hospital reported via our distributor that the floats of an mr290 autofeed humidification chamber did not work and water ran into the patient's breathing circuit. It was reported that water did not reach the patient. No patient consequence was reported.

Manufacturer narrative:
The returned humidification chamber was connected to a water bag to check float operation. Results: the chamber floats operated correctly to prevent water entering the chamber above the maximum fill line. A lot check revealed one other similar complaint for this lot number. Conclusion: we could not conclude how the chamber overfilled. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. Our monitoring and trending of overfilling mr290 chambers has a rate of occurrence for the past year.